Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient received a right attune total knee to severe arthritis and varus deformity. The patella was resurfaced and competitor cement was utilized. There were no indicated intra-operative complications. On (B)(6) 2018, the patient was revised to address pain and arthrofibrosis. The tibial tray was noted to be loose with an unspecified loosening interface. The surgeon noted the patient was experiencing stiffness with a 15-degree flexion contracture. There was noted to be an extensive amount of scar tissue. The tibial tray, tibial insert, and femoral component were revised. The patellar component was retained. The patient was revised with depuy products and competitor cement. There were no indicated intra-operative complications. Doi: (B)(6) 2017, dor: (B)(6) 2018, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. A complaint was received at depuy synthes with the following information: ¿patient was revised to address loosening of the unknown components at bone to cement interface. Cement manufacturer was competitor. Surgeon stated surgery required a smaller tibial insert or full revision. Found components to be loose, we removed and revised constructs. No further info available. Doi: (B)(6) 2017, dor: (B)(6) 2018, right knee¿. No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution to the reported event was identified. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.